Manufacturer narrative:
The 8mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 04/14/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: device wires found to be exposed at the tip of the instrument before using in procedure. A new prograsp was opened to complete the case.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm prograsp forceps instrument was used for robotic hysterectomy (bilateral salpingo-oophorectomy) surgical procedure when broken cable was identified. There were no reports of fragment(s) falling into the patient. The event date was provided. There was no injury to the patient. The batch/lot number was verified. Section b3 was updated to reflect the event date as: 04/02/2025.

Event description:
Refer to h11 for follow-up information.